Event description:
Per complaint (B)(4), the patient experienced severe pain 5 days post implant placement. The complaint indicated that the implant was not placed near a nerve and that the implant was removed because the patient stated that he no longer wanted to deal with the pain. The complaint also noted that there was no infection observed.

Manufacturer narrative:
Follow-up submitted to report device evaluation.